Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.25 x 16mm stent delivery system was returned for analysis. The proximal end of the device containing the manifold was not returned for analysis and therefore individual assessment of the catheter could not be performed. The proximal section of the device which includes: the manifold, hypotube and midshaft sections of the device were not returned. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was midshaft extrusion break on the proximal side of the port weld 250mm from the distal edge of the tip. The proximal end of the device was not returned. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 09-may-2018. A 2.25x16mm synergy ii drug-eluting stent was received with no issues reported. However, returned device analysis revealed a shaft polymer extrusion break.